Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports wafer too close to the stoma causing stoma to bleed. Reports just small amount of bleeding; a few drops. Stops right away. Stated she thinks stoma has enlarged. Discussed re-sizing barrier or trying moldable product.